Manufacturer narrative:
(B)(4). Device passed self test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture during swimming. Customer stated that insulin pump was not dropped or there was no fluid inside the compartment. The insulin pump will be returned for analysis.